Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, patient's receiver displayed an error message for transmitter failure. There was no report of injury or medical intervention. No additional patient or event information is available. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4). Correction to remove statement "the device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed." (B)(4).

Event description:
Subsequent to the initial MDR, the complaint receiver was not returned to dexcom. The transmitter (part number stt-gf-001/serial number (B)(4)/lot number 5206758) being used at the time of event was returned on (B)(6) 2016. Exterior visual inspection was performed and the transmitter passed. Voltage testing was performed and the transmitter failed as it has no voltage. The data log was reviewed and no errors were observed. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.